Manufacturer narrative:
End user's weight not known so an estimate was used. The design change on the vapro catheter introducer tip was a validated change that went through all required design controls. A review of complaints for vapro sku 71144 over the last 3 years show no other reports citing an increase in urinary tract infections associated with this design change. Device history review performed on the reported lots and no issues were identified. Affected catheter not saved so actual catheter evaluation not possible. The root cause of the increase in urinary tract infection is not known.

Event description:
It was reported that an end user had been experiencing more utis since the introducer tip was changed on the hollister intermittent vapro hydrophilic urinary catheters. He had been experiencing 1 to 2 utis a year but now has had 6 since the end of july. There was no report of a device malfunction.